Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to pcb-mounted jack connector, designator j17 not being fully seated. Physio reseated j17 to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display was white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.